Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of arthroscopic and related surgery titled ¿no clinical or radiographic difference seen in arthroscopic bankart repair with knotted versus knotless suture anchors: a randomized controlled trial at short-term follow-up¿. The study reviewed fifty-one (51) patients who underwent arthroscopic bankart repair using arthrex fibertape to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period; four (4) patients experienced recurrent instability, and one (1) patient experienced joint stiffness. Ref: lobo, f. L. Et al. No clinical or radiographic difference seen in arthroscopic bankart repair with knotted versus knotless suture anchors: a randomized controlled trial at short-term follow-up. Arthroscopy 38, 1812-1823, doi:10.1016/j.arthro.2021.12.017 (2022).